Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had migrated and an infection was suspected. Additionally, the right atrial (ra) lead exhibited chronically high thresholds. Cultures were taken. The ICD was removed and the leads were capped. No further patient complications have been reported as a result of this event.